Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux and leak testing. However it did not meet the requirements for pressure-flow and preimplantation testing. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that during surgery on (B)(6) 2015 the device was placed in the patient and was found to be obstructed. According to the report the doctor replaced the device with another device to complete surgery. Reportedly, there was no injury to the patient.